Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl at the time of incident. She treated her blood glucose level with the insulin pump. The customer's blood glucose was 223 mg/dl at the time of call. The insulin pump alarmed failed self-test. The self-test failed. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues or setting issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with alarm during self test and unable to communicate with glucose meter due to faulty board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.